Manufacturer narrative:
Occupation is lay user/patient. The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek vantus meter serial number (B)(4) compared to a laboratory stago sta r max with neoplastin reagent. At 9:11 a.m., the customer¿s meter result was 1.5 inr. At 12:00 p.m., the customer¿s laboratory result was 2.6 inr. The customer¿s doctor believed the laboratory result was correct. The customer¿s therapeutic range is 2.0- 3.0 inr.